Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker determined the main keypad was the cause of the reported issue. The keypad was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device on/off button is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The replaced main keypad was returned to stryker pac maastricht for further investigation. During evaluation at pac, the reported and observed issue was verified. It was observed that the left dome assembly of the on/off button assembly is compromised and shows signs of corrosion. Root cause of the reported issue is determined to be the metal dome assembly of the on/off button. Components were archived by stryker.

Event description:
The customer contacted stryker to report that their device on/off button is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.